Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivery. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that the exhalation valve disk was not seated properly. The disk was reseated and problem was resolved. System was tested to factory's specifications.